Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant attempt the helix would not screw into the cardiac tissue despite attempting to place it 3-4 times. The physician implanted a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the full lead was returned. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.